Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) that encountered the issue during preventive maintenance (pm), ordered new batteries to be replaced by biomed. The stm performed pm and calibrate the unit. The iabp passed all functional and safety test to factory specifications the unit was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement, and no adverse event reported.